Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had to charge the implantable neurostimulator (ins) often since it would run through battery quickly. The patient was redirected to follow up with their healthcare provider (hcp) to assess programming/recharging stats as necessary. It was noted that this had been an issue since the patient was implanted on (B)(6) 2018. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.